Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone that the insulin pump was beeping and display was flashing. Customer's parent stated the customer fell on the device and had been beeping constantly since then. Blood glucose level was unknown at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. Advised to discontinue use of the pump and revert to backup plan. The customer was advised to pump will be sent back for analysis. The insulin pump will be returned for analysis.